Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the titanium nickel') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), scar ("scare tissure") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the allergy to metals, scar and endometriosis outcome was unknown. The reporter considered allergy to metals, endometriosis and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal, scar, endometriosis , allergy to metals. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('allergic to the titanium nickel') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), scar ("scare tissure") and endometriosis ("endometriosis"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the allergy to metals, scar and endometriosis outcome was unknown. The reporter considered allergy to metals, endometriosis and scar to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, scar, endometriosis , allergy to metals. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.